Manufacturer narrative:
Device evaluation: the device was returned for investigation. The visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the tamper seals intact; however, it was inoperable due to error code 1260. There was no evidence of the error in the event history log (unable to download). The customer problem was duplicated error 1260 on the pump display during the investigation. It was found that the microprocessor unit board clock battery lead contact was pulled off which caused the error code on the pump display. It is recommended that the microprocessor unit board be replaced as it was faulty. The root cause was unknown. The product is beyond 4 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Model number: 6400.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during bench testing, the device presented an error message. No patient injury was reported.